Event description:
The manufacturer's field service engineer (fse) reported that during 12.5k preventative maintenance (pm), the unit intermittently goes through countdown reset at start up. There was no patient involvement.